Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The device involved in the incident has been returned to the manufacturer for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.

Event description:
A patient of unknown age and gender present for a percutaneous transluminal angioplasty procedure. During the procedure the pta balloon was dilated to 18-20 atms when the physician noted that the balloon had burst. The fractured piece was retrieved from inside of the patient via snare, however, the physician suspected a piece still remained inside of the patient. A graft was ligated in order to prevent embolization. There was no report of permanent harm or injury to the patient due to this event. It was reported the disposable device is available for return to the manufacturer for evaluation.